Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The redceiver download retrieved and show no issues related to customer complaint. Receiver functional test: failed vibrator.performed "try it" test: failed.opened receiver case for interior inspection: no moisture damage. Performed vibrator motor resistance measurement: failed. Verified defective vibrator motor high resistance (> 2m[?]).the complaint was confirmed for receiver no vibration due to defective vibrator motor. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/17/2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.